Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the reported physical packaging damage appears to be related to shipping, handling, and/or storage. Based on all available information, a cause for the reported pericardial effusion could not be conclusively determined.

Event description:
(B)(6). It was reported that on (B)(6) 2023, a 16mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 12f amplatzer torqvue 45x45 delivery system. Patient presented in sinus rhythm with left atrial pressure of 9mm hg. Heparin was administered as anticoagulant, maintaining a minimum 257 activated clotting time. The occluder was implanted successfully without recaptures or multiple manipulations. There were no wires placed in the laa or pulmonary veins. On (B)(6) 2023, at the discharge transesophageal echocardiogram (tee) a 4mm width pericardial effusion was observed. The effusion was considered trivial by the physician and no hemodynamic compromise was observed. No treatment was performed and the patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4). It was reported that on (B)(6) 2023, a 16mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 12f amplatzer torqvue 45x45 delivery system. Patient presented in sinus rhythm with left atrial pressure of 9mm hg. Heparin was administered as anticoagulant, maintaining a minimum 257 activated clotting time. The occluder was implanted successfully without recaptures or multiple manipulations. There were no wires placed in the laa or pulmonary veins. On (B)(6) 2023, at the discharge transesophageal echocardiogram (tee) a 4mm width pericardial effusion was observed. The effusion was considered trivial by the physician and no hemodynamic compromise was observed. No treatment was performed and the patient was discharged.